Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 2124 mcg/day) via an implantable infusion pump. It was reported that for the past 6 months there had been a volume discrepancy of 5-7 ml more medication that expected. During a normal pump replacement procedure there was no flow from the catheter. The catheter was explanted and the hcp used an inactivated catheter in its replacement.